Event description:
It was reported the left electrode was out of the ant (anterior nuclei of thalamus). The event was indicated to be procedure related. The severity was noted to be mild indicating that the event did not interfere in a significant manner with the patient¿s normal functioning level. A CT scan without contrast, on the day of implant showed the ¿abnormal¿ results. In-patient hospitalization was noted. It was further stated that a new surgery was done to correct the electrode localization. The patient recovered without sequelae on (B)(6) 2013. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was epilepsy. Concomitant products: product ID 3387-40, lot# 0206917626, , product type: lead; product ID 3387-40, lot# 0207057442, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: 0206917626, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot#: 0207057442, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the misplacement of the lead resulted in no improvement in dbs therapy. The lead misplacement was noticed on the same day as implant. There were no clinical symptoms or signs, but a lack of seizure reduction indicated no optimal target. Relatedness was stated to be procedure related. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.